Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone via an implanted pump. It was reported that the patient had a pump refill yesterday. During the refill, the physician changed the medication from morphine to hydromorphone and accessed the side port to clear the catheter to shorten the transition of the medication. Hours later, into the night, the patient went to the hospital with symptoms of overdose. The patient was monitored overnight in the ed (emergency department) until all signs of overdose were gone. The pump rate was changed from simple continuous to minimum rate mode. The physician accessed the pump today and was only able to aspirate 16-17 ml when they were expecting just shy of 20 ml. The thought was that a partial pocket fill occurred which caused the volume discrepancy and the overdose symptoms. At the time of the call, the pump had been running in minimum rate mode for 24 hours. The reason for the call was to determine how much medication had infused in 24 hours. Additional information was received on 08-aug-2023 at which time it was reported that the pump remained implanted in the patient, and it was reprogrammed to simple continuous mode successfully.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.